Event description:
I would like to report that the pack of (B)(4) insulin syringes I bought in a (B)(6) pharmacy does not contain a single correctly calibrated syringe. The scale overprints are printed crookedly and therefore cannot be read accurately or reliably, even when using a caliber for exact dosing. I use these syringes to administer insulin to my cat with diabetes, where precise dosing is vital. Since it is a medical product, this is unacceptable and potentially dangerous in my view. I therefore ask you to complain about this batch to the manufacturer or distributor and either refund me the full purchase price or replace the syringes with a correctly printed, error-free batch. If necessary, I can enclose one or two defective syringes for illustration. (B)(4) defective.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.